Event description:
A copy of the medwatch report was received from the user facility on (B)(4) 2012. Upon follow up with the risk manager, it was reported that the original report was sent to the FDA on or about (B)(4) 2012. Per medwatch report, during an arthroscopic revision repair of the anterior and posterior labrum, "the tip of the suture hook, heavy 45 degree right limited reuse broke off inside the patient's joint. Fluoroscopy was utilized in the o.r. To assist attempted removal of radiopaque foreign body (broken tip) from the right shoulder. Attempts of retrieval were unsuccessful. The surgeon then elected to leave the broken tip in place, as it would cause more harm to the surrounding tissues in trying to remove it. The risk manager reported that the patient was discharged as intended and is currently doing fine.

Manufacturer narrative:
Investigation results: conmed linvatec did not receive this device for evaluation because it was discarded at the user facility. A review of the lot history records could not be performed as the lot number was not provided by the user facility. In addition, this suture hook is a limited reuse device and the number of uses for this unit is not available. The root cause of this reported breakage was unable to be determined at this time. To reduce the risk of breakage and patient's injury the information for use (IFU) provides the following warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Product was discarded at the user facility.